Manufacturer narrative:
The reported blood loss is attributed to user error as the operator inadvertently pressed the wrong keys on the cycler during treatment. The user's guide provides adequate instructions for treatment and rinseback procedures. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding treatment and rinseback. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
During a routine hemodialysis treatment, the operator inadvertently pressed keys on the cycler while in treatment. The operator could not recall what keys had been pressed and was unable to enter rinseback mode. Treatment was discontinued without performing a manual rinseback, resulting in an estimated blood loss of 190 cc. The patient was restarted on epogen. No other medical intervention was required.